Manufacturer narrative:
A review of radiographic images show scoliosis patient with a moderate mid thoracic and thoracolumbar curve with the apices about t7 and l1. This is treated with a long construct from l2 to about t2. The postop film shows a poorly compensated correction, with acute apex right curve at the bottom of the construct along with a mild kyphotic bend at the same level. The construct fails here and is revised down a level with better results, however in a thoracolumbar curve the neutral vertebra was l4 suggesting that the lower extension of the construct should have been l4 from the beginning.

Event description:
It was reported that a patient underwent an unknown spinal procedure. At an unknown time post-op, it was reported that a screw backed-out. Additional information is pending. No further details are known at this time.

Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.